Manufacturer narrative:
Event site postal code - (B)(4). The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record#: (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the upper half of the balloon did not expand. After the reported inflation failure was confirmed via cine image by the customer, another iab was used to continue therapy. There was no reported injury to the patient.